Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had replace battery now alert without low battery alert on insulin pump. Customer¿s blood glucose was 106 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. No battery or power anomalies noted during testing. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board 2. Power graph as well shows unexpected battery power loss at different durations of time, problem isolated to electronic assemblies.